Event description:
Ambulance personnel were attempting to externally pace a pt, condition unk. It was reported that the pacer would not turn on. A back up device was obtained and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.